Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer reported that they changed the battery multiple times but the failed battery test alarm recurred then a motor error alarm occurred. The customer's blood glucose was 185 mg/dl at the time of incident. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Unable to perform prime test and excessive no delivery test due to motor error alarm. No unexpected failed battery test alarm noted. The insulin pump passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip and address/serial number label missing.